Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 250mg/dl and a correction bolus was delivered to address the bg level. The customer performed an infusion set site change resolving the occlusion alarm. No additional occlusion alarms occurred after the non-tandem infusion set site was changed.